Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Upon review, the patient's implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. Programming changes were discussed. The patient was stable.

Event description:
New information received on (B)(4) 2019 indicates that the recommended programming changes were made.